Manufacturer narrative:
(B)(4). The vision device referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the heavily calcified left anterior descending artery. A balance middleweight (bmw) guide wire was advanced into the patient anatomy; however, due to the patient anatomy and calcification, the bmw guide wire was unable to advance. The device was removed from the patient anatomy without difficulty. A fielder fc guide wire was then used without issue. A non-abbott atherectomy device was advanced over a non-abbott guide wire and used to treat the lesion. The atherectomy device was removed and a 2.5 x 15 mm otw trek dilatation catheter was then advanced over the non-abbott guide wire; however, the guide wire did not provide adequate support and the trek was unable to advance due to the patient anatomy/calcification and guide wire. The trek was removed from the patient anatomy without difficulty. A bmw guide wire was then advanced and intravascular ultrasound was performed. A 3.0 x 20 mm nc trek dilatation catheter was then advanced to the target lesion. The balloon of the dilatation catheter was inflated to 14 atmospheres during the first inflation and a pinhole was noted. The device was removed from the patient anatomy without difficulty. The physician then advanced a 3.0 x 28 mm vision stent delivery system into the patient anatomy. The stent was deployed at the target lesion and the stent delivery system balloon was deflated; however, the balloon had poor refold and there was some slight difficulty removing the device. There were no adverse patient effects and no clinically significant delay. No additional information was provided.